Event description:
The customer reported to olympus the error occured upon receipt or unpacking and the intended procedure was completed with the same device.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over ten (10) years since the subject device was manufactured. Troubleshooting was done with technical support. The customer was instructed to replace the maj-1933 with known good one and error cleared. Contact advised no further issues with saving images to the internal buffer. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that e315 was displayed due to faulty maj-1933 cable. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported, the video system center had black images on the internal buffer, and an e315 scope error (unsupported scope). The issue occurred during an unspecified procedure. There were no reports of delay, patient harm, injury, or death.